Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(6) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua7 was due to a defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, a cracked front enclosure and a damaged load plate cover were observed on the returned autopulse platform, likely due to mishandling. The damaged enclosure and load plate cover were replaced to address these issues, unrelated to the reported complaint. Also observed, stiff manual rotation of driveshaft likely due to sticky clutch. Deburring of the sticky clutch was performed to remedy this issue and unrelated to the reported complaint. During archive data review, multiple ua7 error messages were recorded, thus confirming the reported complaint. The initial functional testing failed due to the returned autopulse platform displayed "(ua)07" upon powering on, thus confirming the reported complaint. To remedy, the defective single point load cell was replaced. After service completion, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).